Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 30 mg/dl. Customer had symptoms such as being unconscious. Customer was hospitalized for low readings. Customer was treated with IV and glucagon injection. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump over delivered insulin. The customer also mentioned crack in the reservoir. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and the displacement accuracy test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. The bolus wizard functioned properly per bolus wizard sample in the user guide. The bolus wizard was able to deliver the estimate detail bolus completely and properly recorded the bolus delivery in the bolus history screen. No bolus anomaly noted when using the bolus wizard feature. No broken off piece noted on the reservoir tube lip. No missing piece noted inside the reservoir compartment. The insulin pump had cracked reservoir tube lip, cracked display window and cracked case at the display window corner.